Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity. The company service representative verified the energy in cataract and flap mode, verified the figure of merit and then performed zxy calibration. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a flap was too thick during a lasik procedure. The case was completed using the same machine. The flap was lifted. There was no harm to the patient, no resistance and flap was lifted smoothly.